Event description:
It was reported that the handpiece overheated prior to the start of a wisdom tooth extraction. The procedure was completed successfully with another device, and there was no pt or user injury reported.

Manufacturer narrative:
The handpiece was received at the MFR for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was a loose set screw in the driveshaft. The driveshaft, bearings, and nose cone were each replaced along with other components. Service did a clean, lube and adjust to the device, and it was repaired and returned to the customer.